Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow-up, far p-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended. The atrial lead was programmed off, but another episode of non-sustained far p-wave oversensing was observed. The patient is scheduled for a follow-up to determine what course of action should be taken.